Event description:
The customer reported the display screen is white when the unit is powered on.

Manufacturer narrative:
(B)(4). The customer reported the display screen is white when the unit is powered on. The customer isolated the issue to the processor pca. Philips sent the customer a processor pca to resolve the reported issue. Based on this information, we will consider this a malfunction of the processor pca.